Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found. Unexpected shutdown.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly shutdown. Although the pump was able to beep and vibrate, it was unresponsive and unable to be turned on. During troubleshooting with tandem technical support, the customer was instructed to leave the pump plugged in to a power source for 30 minutes to see if the pump would turn on. Follow up with the customer confirmed that the pump was still unresponsive. There was no impact to the customer's blood glucose level. It was indicated that the customer had manual injections as alternate insulin therapy.